Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that the balloon dilatation catheter (bdc) interacted with the calcified anatomy resulting in the reported difficulty advancing. Additionally, it is likely that damage to the balloon material occurred during advancement against resistance resulting in rupture during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the right coronary artery with moderate calcification and mild tortuosity. The 3.75x12mm nc trek neo balloon dilation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy and the balloon was inflated; however, a pinhole rupture occurred in during the first at 5-6 atmospheres (atm). Therefore, the bdc was removed from the patient. The procedure was continued with a non-abbott balloon to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.